Manufacturer narrative:
An event regarding loosening involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: insufficient information was provided to support a medical review. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device information, return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to a 'grossly loose' shell. The shell, 2 screws, head and liner were revised to a larger shell, acetabular augments, mdm metal liner, adm/ mdm poly insert, and new femoral head. Rep confirmed that there are no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.